Event description:
A hosp in a foreign country reported that three rt021 catheter mounts did not have the suction ports. The suction ports could not be found in the packaging. No pt consequences was reported.

Manufacturer narrative:
The prod is also sold in the USA, but has no 510(k) as this device is classified under class 1. Lot #s given: 080226, 071205, 080318. Only 1 device was returned along with 2 empty packaging. Device MFR dates, respectively: 02/26/2008, 12/05/2007, and 03/18/2008. Method: the returned device was visually inspected for the missing suction valve. Results: the silicone suction valve was missing from the rt021 catheter mount and it was not found in the opened packaging. Our records indicate that this is the only complaint of this nature rec'd for the given lot numbers. Conclusions: the rt021 catheter mount was missing the silicone suction valve. All rt021 catheter mounts are pressure tested before packaging. If the valve was absent during this test, the rt021 catheter mount would fail and subsequently rejected. As the valve was not present in the packaging, the valve must have fallen out of the rt021 catheter mount after pressure testing and prior to packaging. This may have occurred due to production operator error. Our monitoring and trending of this type of event for missing silicone suction valve has a rate of occurrence worldwide for the last yr of 0.023%.